Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported problem "will not turn on with a loaded slide clamp" was not reproduced. Evaluation inspected the device per the link - latch switch test but did not observe any symptom or potential cause of the reported issue, with no action required to address the allegation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not turn on with a loaded slide clamp during testing. There was no patient involvement. No additional information is available.